Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and it is likely that patient morphology/pathology contributed to the reported difficulties, as the leaflet was reported to be prolapsed. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve; however, grasping was noted to be difficult and the posterior leaflet became torn. The clip was moved medial and able to grasp the leaflets successfully. Two clips were implanted, reducing the mr to 3. The patient is well and will be re-evaluated in the future if further treatment is necessary. No additional information was provided.